Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive on the distal end detached. A root cause could not be identified. Based on the results of the investigation, the coating peeled off the handpiece and this likely occurred due to a stress problem. Additionally, it's likely the adhesive on the distal end detached due to a degradation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
The customer reported coating was failing during reprocessing involving an olympus bronchovideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.